Manufacturer narrative:
The instrument has been investigated. The photometer filter block lens, and vacuum pump were cleaned. The manifold o-rings were replaced. The instrument was inspected, tested without further problem, and returned to service.